Event description:
It was reported that the patient returned with a broken trochanteric fixation nail (tfn) less than a year after implantation. Patient was initially implanted with a tfn in (B)(6) 2012 after she sustained a left hip fracture. The patient complained previously of pain and was seen by doctor in may 2014. It was discovered that the tfn was broken at the helical blade insertion site and the patient displays fibrous non-union. The patient presented with minute benign bone fragments as well as displacement and shortening of the leg. All of the initial hardware was removed and patient was changed to a total hip replacement. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.